Event description:
A site representative reported an articulating arm that cannot be tightened enough to remain stable. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Medtronic investigation of returned suspect vertek arm finds that this device is aging and will not lock down completely. Mechanical failure, will not tighten, directly caused the event.